Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was attributed to excessive force applied to the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, scope connector, endoscope code, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: connecting tube had a dent, there were insufficient adhesive in screw holes of distal end, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a crack, chip, and was detached. Ultrasonic connector had corrosion due to water leakage. The connecting tube, acoustic lens, protector of universal cord on scope-connector side, and objective lens all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited peeling on the acoustic lens. There were no reports of patient involvement.